Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. The company representative was able to confirm the system messages (sm) displayed (via event log review). However, the representative was unable to replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Review for complaints reported against this serial number was performed. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in section b3 and b5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and reported that the patient experienced the wound burn in the left eye.

Event description:
A health care professional reported that during cataract procedure, a milky plume came out of the handpiece and passed back into the sleeve. Following this, an ophthalmic operating system displayed messages related to surge failure and occlusion. The patient experienced an instant burn of the wound in the eye (unknown). The burnt wound was sutured as an intervention. The surgery was completed on the same day. The current condition of the patient was unknown. Additional information has been requested and none received till date. This report pertains to an ophthalmic operating system involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.